Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Additional suspect medical device component involved in the event: product family: dbs-ipg-pc, upn: m365db14160, model: db-1416, serial: (B)(6), batch: 228724, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a loss of therapy and it was discovered that there was a high impedance reading on the lead extension. Therefore, the patient was admitted to the hospital and underwent a revision procedure. Additionally, the ipg was repositioned closer to the clavicle in order to provide more slack in the lead extension. It was noted that both tails of the lead extension failed at the entry point of the implantable pulse generator (ipg) however despite good faith efforts, no further clarification was provided other than that the physician assessed that the patient's anatomy and mobility likely contributed to the lead extension failure. When the physician attempted to remove the lead extension from the ipg, both tails of the lead extension were damaged and therefore, removed and replaced during the procedure. The patient is expected to fully recover postoperatively and the dbs therapy has been restored.